Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), headache ("intense headaches"), depression ("depression") and facial paralysis ("sporadic facial paralysis"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, genital haemorrhage, hypersensitivity, metal poisoning, headache, depression and facial paralysis outcome was unknown. The reporter considered depression, facial paralysis, genital haemorrhage, headache, hypersensitivity, metal poisoning, pelvic pain and swelling to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), headache ("intense headaches"), depression ("depression") and facial paralysis ("sporadic facial paralysis"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, genital haemorrhage, hypersensitivity, metal poisoning, headache, depression and facial paralysis outcome was unknown. The reporter considered depression, facial paralysis, genital haemorrhage, headache, hypersensitivity, metal poisoning, pelvic pain and swelling to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.